Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the b button was unresponsive when attempting to their blood glucose manually. The customer also reported a dark circle on the insulin pump. Customer's blood glucose was 502 mg/dl. The customer was assisted with clearing the dark circle. The insulin pump will not be returned for analysis.